Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. The device history record (DHR) for the lot number 30026468m has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for ventricular tachycardia (vt) with a thermocool® smart touch¿ bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis and surgical intervention. During ablation phase, a ventricular perforation occurred resulting in cardiac tamponade. Pericardiocentesis was performed to remove the fluid from pericardium. The patient was not hemodynamically stable, systolic blood pressure continued to drop. An open chest surgery was required to insert a cardiopulmonary bypass (cpb). Blood products were also administered. The patient was haemodynamically stable but dependent on medical management to achieve this state. Patient outcome is fully recovered with no residual effects. It is unknown if extended hospitalization was required as a result of the adverse event. There¿s no information regarding the physician¿s causality opinion; however, the operating consultant believes that the adverse event was not a consequence of a biosense webster, inc. Product malfunction. It is unknown if a transseptal puncture was performed. The generator parameters at the time of injury included power control mode at 50 watts. The overall ablation time and the last ablation cycle time at the site of injury are unknown. There is no information regarding irrigation catheter flow setting. It is unknown if the patient received anticoagulant during the procedure. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available.

Manufacturer narrative:
Additional information was received on august 2, 2018. It was reported that the patient was a male in his eighties. The patient was transferred to the intensive care unit (ICU). Extended hospitalization was required as a result of the adverse event. Patient outcome is fully recovered with no residual effects. Patient¿s anatomy was cited as a factor that might have contributed to the adverse event, the physician said that the myocardium at the apex must have been thin for the left ventricle to rupture in the way it did. Physician¿s opinion regarding the cause of the adverse event is that it was patient condition-related. The operating consultant believes that the adverse event was not a consequence of a biosense webster, inc. Product malfunction. No error messages were observed on biosense webster, inc. Equipment during the procedure. Transseptal puncture was not performed during the procedure, the access to the left ventricle was retrograde via the aorta. The sheath used was a st jude medical, sl0, 8fr sheath. The generator parameters at the time of injury included power control mode at 50 watts. The noted temperature at the time of injury was 40 degrees celsius, the impedance was 120 ohms and power was 50w. The power did not titrate during the ablation. The overall ablation time at the site of injury was of 33 seconds. The last ablation cycle time at the site of injury was 12 seconds. The thermocool® smart touch¿ bi-directional navigation catheter was used with a flow rate of 30mls/min in accordance with the recommended flow rates outlined in the instructions for use (IFU). It is unknown if the patient received anticoagulant during the procedure. The catheter was not in close proximity to another one. It was zeroed after the initial warm-up phase post catheter connection to the carto 3 patient interface unit (piu). The carto 3 system did not indicate to re-zero the catheter. The force visualization features used included: graph, dashboard, vector and visitag. The visitag module was used with a stability of 3mm over 7 seconds and a minimum force of 7gr over 30% of the time. Respiration adjustment was used as an additional filter with the visitag. The color option used prospectively was force time intervel (fti). Therefore, fields. Sex, is hospitalization initial/prolonged and d11. Concomitant med products have been populated. Concomitant products: 1.non biosense webster, inc. - st jude medical, sl0, 8fr sheath 2.carto 3 system us catalog #: unknown serial #: unknown the biosense webster inc. Failure analysis lab received the device for evaluation on 8/13/2018. Investigation summary: the device was visually inspected and it was found in good conditions. The magnetic sensor was tested on carto and the catheter was properly visualized and no errors were observed. Then, the force sensor was tested and it was working properly, the force values were observed within specifications. Then, electrical test was performed on the catheter and it was found within specifications. No electrical malfunction was observed. Additionally, the catheter was tested on the generator and the temperature and impedance values were observed within specifications. Then, the irrigation and deflection test were performed and it was found within specifications, the catheter was irrigating and deflecting correctly. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the adverse event remains unknown. The instructions for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. Manufacturer's ref. No: (B)(4).